Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay1321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017 that the PICC was inserted on the (B)(6) 2017. On the (B)(6) 2017 the healthcare-professional cited a hole in the PICC, 4cm from the hub. Fluid was also noted to leaking from under the dressing when flushing. The PICC was removed. No patient injury was reported.